Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular(rv) lead exhibited high capture thresholds, r wave sensing variations, and far p wave oversensing. Through fluoroscopy, it was noted that rv lead was dislodged. The reported lead was repositioned. The patient was in stable condition.